Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. The initial approach for the index surgical procedure implantation site/location of mesh? Product code and lot number? Any concurrent procedure/device implantation? Onset date/time of the pain from surgery location and character of the pain? What is physician¿s opinion as to the etiology of or contributing factors to this event? Please provide the date of reoperation. What were the findings on reoperation? Were any deficiencies or anomalies noted with mesh device? Please provide more detail on the hard knoll that was present above the vaginal top. What is the patient¿s current status?

Event description:
It was reported that the patient underwent a gynecological procedure in 2013 and mesh was implanted. The patient experienced persistent pain after insertion of abdominal mesh and a hard knoll above the vaginal top. The patient underwent reoperation with removal of the mesh in 2016. Additional information has been requested.